Manufacturer narrative:
(B)(4). The device was not available for evaluation. A review of the service history revealed no failures or problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history revealed no issues that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 101 alarm occurred on a homechoice (hc) machine. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The registered nurse (rn) stated that the home patient (hp) was not in pain and did not remember having any trouble with the hc. The technical service representative (tsr) explained the alarm to the rn. During follow-up, it was reported that the hp was doing fine and has not had any problems since this event. The hp did not want to swap the hc. No patient injury or medical intervention was indicated in association with this report. Additional information was requested and is not available.